Event description:
At the conclusion of a percutaneous transluminal angioplasty to the dialysis shunt, there was difficulty experienced withdrawing the savvy balloon through the brite tip sheath introducer. The balloon was stuck at the distal tip of the sheath; therefore, the balloon and the sheath were withdrawn together. The balloon was fully deflated. There were no kinks observed in the product. There is not information on lesion characteristics. There were no adverse consequences to the female patient. The patient is in stable condition.

Manufacturer narrative:
This product is not available for analysis. Additional information will be provided within 30 days of receipt.